Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the issue was improper reprocessing olympus will continue to monitor field performance for this device.

Event description:
The olympus endoscopy support specialist (ess) reported that during an onsite facility evaluation, it was found that staff were not leak testing any of their scopes. The customer did not own a leak tester. When washing scopes, the customer was not completely immersing the scopes in the detergent solution or using an appropriate-sized sink or basin. The sink was found to be dirty, with dirty brushes being used. The brushes had tape on the ends that was discolored and rusty. Scopes were not completely immersed in high-level disinfectant; just the insertion tube of the scope was. Scopes were not being stored in a well-ventilated cabinet and were left out on the counter after having been cleaned in a high-level disinfectant or hung in a clear tube in the procedure rooms.

Manufacturer narrative:
During the on-site evaluation, the olympus endoscopy support specialist (ess) gave a "cleaned, disinfected, and sterilized" (cds) in-service at the facility to the staff. The ess demonstrated proper reprocessing steps, beginning with pre-cleaning at the bedside through manual high-level disinfection. The completed attendance sheet was emailed to "ontracks". The ess instructed that the staff must perform a leak test prior to manual washing on every scope. Ess gave recommendations on proper reprocessing steps that are as follows: scopes must be completely immersed in detergent solution and high-level disinfection during the entire reprocessing procedure. The customer should purchase new brushes and wash them in a larger container or sink. Ess gave a recommendation that when scopes are not in use, they should be stored in a well-ventilated cabinet, not touching other scopes. In patient procedure rooms, scopes should not be left unattended. Ess also suggested that the staff place the scope in a covered container if it is not being stored in a cabinet. Ess suggests immediately deploying another cds and following up with the clinic manager. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.